Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported damage to the outer jacket of the patient¿s driveline was confirmed through the evaluation of the submitted image. Although a specific cause for the observed damage could not be conclusively determined, it did not appear to contribute to an electrical issue. Review of the submitted image confirmed damage to the outer jacket of the external portion of the driveline that revealed the underlying layer. No wires were exposed, and the damage appeared to be cosmetic only. Areas of tape that had been previously applied were observed adjacent to the area of damage and along the length of the driveline. The patient remains ongoing on heartmate (hm) ii left ventricular assist device (lvad), serial number (B)(6), and no further related events have been reported at this time. The hmii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU, "system monitor," explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 of the IFU, ¿patient care and management¿ and section 8 of the IFU, ¿equipment storage and care¿ discuss damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had rescue tape used for a large portion of damage to the outer layer of their driveline on (B)(6) 2022. Log files were submitted for review and found no unusual events, and the patient had no notable alarms. X-rays had been taken at a previous clinical appointment to assess a possible driveline fracture, but no fractures were seen on the examination. The patient had not had a driveline repair in the past and had only needed aesthetic rescue tape for safety and some tears to the outer layer. The patient was stable at home with no device compromise or alarms.

Manufacturer narrative:
The patient's previous clinic appoint and past driveline damage were captured under MFR # 2916596-2022-14596 and MFR # 2916596-2021-00931, respectively. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.